Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based the investigation results there is not a root cause for the issue reported, it is probable the malfunction was led due to the front panel blinked due to the faulty filter turret, mesh turret, narrow band imaging and heat filter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, it a deteriorated heat filter and narrow band imaging filter were found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the front panel of the xenon light source kept blinking when switched on during preparation for an unspecified diagnostic procedure. However, the main lamp was still able to be switched on. The procedure was completed using another device and there was no report of patient harm.